Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient initially implanted in (B)(6) 2014 with a bifurcated device and an infrarenal aortic extension. Subsequently, upon follow up on (B)(6) 2016, computed tomography revealed a limb occlusion and the beginning stages of an aortic occlusion. Re-intervention was performed on (B)(6) 2016. The physician implanted a suprarenal aortic extension, an infrarenal aortic extension, and two stents in the iliacs. The patient is in stable condition.